Event description:
The customer stated that insulin leaked from the reservoir into the insulin pump. The customer's blood glucose reading at the time of the report was 545 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.